Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following two possible batch numbers: batch# ja8hhwb0, exp. Date 12/31/2016, MFR. Date 01/01/2015. Batch# ja8cwgb0. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What is the alleged deficiency of the mesh? Where is the location of the hematoma? Additional information was requested and the following was obtained: please provide device lot number, only the actual lot number used in this event? --- ja8hhwb0 or ja8cwgb0. Is it the opinion of the doctor that the reported postoperative pain, granuloma and hematoma was a result of mesh? --- yes. Dr. Thought the mesh might be not fixed properly. But dr. Said that was guessed only from CT scan and was not observed in the abdominal cavity. When did the difficulties occur (date)? --- the initial operation was done in (B)(6) 2015. In (B)(6) 2016, the patient complained the pain. The patient was prescribed a pain medicine (no information about the name of medicine) and monitored. Because the pain continued, the patient was performed CT scan. The hematoma was seemed to be along the suture fixing the mesh. The patient was continued to be prescribed a pain medicine and monitored. In (B)(6)2017, the pain continued and the granuloma was removed from the surface of the skin. Was there any difficulty with he suture that is mentioned in the event description? If yes please provide specific details, product code? --- no information about difficulty with suture. The mesh was fixed by securestrap and suture. The hernia size was about from 10cm to 15cm. Did the patient require any medical (ie medication) and/or surgical intervention to address the reported difficulties? --- in (B)(6) 2017, the pain continued and the granuloma was removed from the surface of the skin. How is the patient doing at this time? --- the patient was prescribed a pain medicine and monitored.

Event description:
It was reported that the patient underwent a laparoscopic hypogastric incisional hernia repair on (B)(6)2015 and the mesh was implanted. The patient experienced pain in (B)(6)2016 and also developed granuloma from hematoma. The pain medication was prescribed and the patient was monitored. Because the pain continued, CT scan was performed and revealed that hematoma was seemed to be along unspecified suture fixing the mesh. In (B)(6)2017, the pain continued and the granuloma was removed from the surface of the skin. Currently, the patient continue taking a prescribed pain medicine and has been monitored. The doctor opined that the reported postoperative pain, granuloma and hematoma was a result of the mesh. The doctor opined also that the mesh might be not fixed properly and it was guessed only from CT scan, not observed in the abdominal cavity. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 07/27/2017 additional information was requested and the following was received: what is the alleged deficiency of the mesh? - no information. Where is the location of the hematoma? - abdominal incisional hernia

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following two possible batch numbers: batch# ja8hhwb0, exp. Date 12/31/2016, MFR. Date 01/01/2015. Batch# ja8cwgb0, exp. Date 12/31/2016, MFR. Date 01/01/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.